Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo, concentric target lesion was located in the mildly tortuous and 3mm in diameter left anterior descending artery. A 6f guide catheter was placed. After a non bsc guide wire crossed the lesion, a 2.00mmx20mm maverick²¿ balloon catheter was selected however during introduction of the device into the guide catheter, the shaft of the balloon catheter broke. The device was removed and the balloon catheter was exchanged to another of the same device. The procedure was completed by implantation of two stents. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was loosely folded. Microscopic and tactile examination revealed numerous kinks in the hypotube and distal shaft. The shaft was separated 84cm from the tip of the device. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo, concentric target lesion was located in the mildly tortuous and 3mm in diameter left anterior descending artery. A 6f guide catheter was placed. After a non bsc guide wire crossed the lesion, a 2.00mmx20mm maverick2 balloon catheter was selected however during introduction of the device into the guide catheter, the shaft of the balloon catheter broke. The device was removed and the balloon catheter was exchanged to another of the same device. The procedure was completed by implantation of two stents. No patient complications were reported and the patient's status was stable.